Event description:
It was reported that this system with a pacemaker and a non bsc right ventricular (rv) lead recorded an alert for high, out of range pacing impedances. Noisy signals were over sensed some days after the sensing polarity was switched but there was no pacing inhibition and patient showed intrinsic rv rhythm throughout recorded events. The device was reprogrammed around polarity and no other programming recommendations were discussed. The patient will be continued to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a pacemaker and a non bsc right ventricular (rv) lead recorded an alert for high, out of range pacing impedances. Noisy signals were over sensed some days after the sensing polarity was switched but there was no pacing inhibition and patient showed intrinsic rv rhythm throughout recorded events. The device was reprogrammed arround polarity and no other programming recommendations were discussed. The patient will be continued to be monitored. No adverse patient effects were reported.